Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a leak of an unspecified chemotherapeutic agent. It was reported the chemotherapeutic agent solution container was spiked with the tubing set and was placed in a sealed overpouch. After an unspecified length of time, leakage of the chemotherapeutic agent was noted in the sealed overpouch from an unspecified location. The solution was cleaned up accordingly to the facility's protocol. Though requested, no additional information was provided.